Event description:
A surgeon reported a pt seeing starbursts following bilateral intraocular lens (iol) implant surgeries. The surgeon felt it is related to scratches believed to be caused by the delivery system. Additional info has been requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested on 10/26/2009, 10/27/2009, 10/28/2009, and 11/13/2009 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).